Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse nimh battery s/n (B)(4) was returned to zoll (B)(4) on 05/26/2015 for evaluation. Investigation results as follows: visual inspection: no physical damage noted upon receipt. Functional testing: the nimh battery failed during charging. Conclusion: the customer reported the nimh battery did not last more than 5 minutes during training. Visual inspection was performed and found no physical damage. Archive data is not available on nimh batteries. However during functional testing the nimh failed to charge, confirming the reported complaint. A root cause was not able to be determined.

Event description:
It was reported that during a training, the autopulse li-ion battery did not hold a charge. The battery only lasted for about 5 minutes. It is unknown if the battery faulted in the charger. No patient involvement was reported. No further information was provided.